Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump's icon showed that the battery was dead after five to six battery changes. Blood glucose level at the time of the incident was not provided. The caller was advised that the customer's mother could call back to perform troubleshooting, as she had current access to the device. The insulin pump was not replaced or returned for analysis.